Event description:
Per the clinic, the patient underwent a skin flap reduction surgery on (B)(6) 2020, due to report of issues maintaining connection with the processor coil. The implanted device remains.